Event description:
It was reported that the patient had an inflammatory mass. The drug in the pump at the time of the event was unknown. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The model number for this event is unknown. (B)(4).